Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm, identified as malf 12, was reported with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.